Event description:
It was reported that an external fluid leak was observed from an unspecified location of a revaclear 400 during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received, and a photograph of the sample was provided for evaluation. Visual inspection of the photo showed the product inside the packaging with the label information visible. The actual sample received was contaminated with blood and required disinfection prior to testing. Functional leak testing of the dialysate side was performed, and no leakage was found. Additional leak testing of the blood side also showed no leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.